Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during procedure for pulse field ablation (pfa), a farawave nav catheter was selected for use. The farawave got contaminated. No patient complications were reported. Device not expected to be returned.